Event description:
It was reported that a patient had severe pain at the stimulator site when he tried to turn stimulation on after implantation. It was noted that the patient tried to contact his healthcare professional (hcp) but was in pain and couldn¿t reach the phone in time. It was reported that the manufacturing representative ¿didn¿t know how to turn stim down¿ so the patient turned it off. It was reported that the manufacturing representative ¿set 6 settings too high¿. The reporter noted that the patient was able to feel stimulation in both feet, below the knees where he needed stimulation using group b with program #1 at 2.0 and program #2 at 4.40. It was noted the patient was helped lowering all his settings in group a and c. The reporter noted that programmer training was ineffective because the patient was still under the effects of anesthesia. It was further reported that the patient was not feeling stimulation. It was noted the patient was implanted on (B)(6) 2014 and was programmed under anesthesia. When the patient got home and the anesthesia wore off, the patient turned the stimulation on and felt excruciating pain. The reporter stated they had turned the patient¿s stimulation up too high and that the patient felt pain at the implant site. It was noted the patient was later assisted and able to turn his stimulation down. The reporter noted the patient did not have the option available to increase his pulse width to see if it would help him feel stimulation. It was noted that the patient had his stimulation set as high as ¿8¿ and did not want to go that high for fear he would feel the pain he felt when he first turned stimulation on. The reporter noted the patient was not feeling stimulation even at 4.0. It was noted the patient turned the stimulation up on the night prior to the report and didn¿t feel stimulation but noted his pain went away. It was noted the patient had a n appointment with the health care professional on (B)(6) 2014. Additional information received reported that the patient was still having concerns regarding his device or therapy but was working with his health care professional or manufacturing representative. It was further reported that the patient was experiencing pain even on the table when they turned the implantable neurostimulator (ins) on and when adjusting the therapy to make sure it was connected, but it was not as severe because the patient was under anesthesia. It was noted that the patient was under heavy anesthesia when he came off of the table. When the patient was taken to the recovery room and the therapy was adjusted, the patient experienced extreme pain. The reporter stated that when the patient went home that day and tried to turn his device on, he experienced ¿dramatic pain.¿ it was noted the patient felt severe pain in the area above the ins about 6-8 inches and at the ins. The reporter noted there was dramatic pain when the device was turned on. It was noted that when the health care professional returned the patient¿s call, the patient was in so much pain he could not answer the phone. The reporter noted that 4-5 days after the procedure, the patient turned the therapy on and experienced the same pain. During the following week, the patient went to his post-operative appointment on (B)(6) 2014 and the manufacturing representative tried to program the therapy but it was not successful. It was noted the stimulation affected the patient¿s eyes and legs, but they could not get the patient¿s back. It was noted the patient stated that the stimulation was not at all like his test trial. The reporter noted that the patient tried to tell the health care professional that something was wrong since the procedure with the implant. The patient was told by the health care professional that his pain could be related to his fall that he had on (B)(6) 2014. It was noted the patient tripped on a wire, fell flat on his face and fell down on his knee, but the patient noted he didn¿t bend or twist and didn¿t feel a reaction from the fall. The reporter noted the patient didn¿t feel any snapping in his back or pulling in his back. It was noted the patient was surprised when he got up that the fall did not affect his back. The reporter noted the patient¿s pain was being felt immediately after the procedure and not after the fall. The patient stated the pain started on the operating table. It was noted that the patient couldn¿t turn his therapy on because of the pain. The reporter noted that the patient was ¿scared to death to turn his stimulator on.¿ it was noted the patient had pain before he got the implant and now he was feeling twice as much pain. The reporter stated the patient was still taking an oral pain medication which he was taking prior to his implant. The reporter noted the patient was ¿loaded up with drugs¿ and his head was not as clear. The patient commented that ¿he wished he would have just died on the operating table but he didn¿t and now he just had to deal with this situation.¿ it was also noted that the patient had a hump/hard that was not even half way up his back that stood about 3 1/8ths of an inch and was 6 inches long. The reporter noted it had been there since the procedure and that there was something implanted under that area. It was noted the health care professional had not looked at it for the past month. The patient was told that the swelling would go down but the patient stated that 1 month later, it had not gone down and was a hard knot. The health care professional ordered the patient to have x-rays on his back because of the pain and they were done on (B)(6) 2014. A second x-ray was then ordered because the first one could not be read and then a third x-ray because it was not enough. The health care professional told the patient that there appeared to be a lead wire that had come loose and wanted to connect the patient¿s fall to the lead disconnect. However, the patient felt the pain before the fall, so he thought something happened during the procedure and that the lead wire was loose on the operating table. It was noted the patient thought that there was a ¿defect in the lead wire.¿ the reporter noted they tried to start the stimulator on (B)(6) 2014 but couldn¿t get it to work. It was noted the health care professional put in a request for the patient to go back in and get the lead wire repaired.

Manufacturer narrative:
Product ID: 37746, implanted: (B)(6) 2014, product type: programmer. Patient product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 37746, implanted: (B)(6) 2014, product type: programmer. Patient product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
.

Event description:
It was later noted the patient was under the impression the manufacturer representative programmed a1 for the right leg and a2 for the left leg. The patient stated that they had been trying but could only get coverage for their right leg. The patient stated that after their "first implant" coverage had been for both sides. The patient stated that they had one that covered "wide across their back and over to the right leg." The patient stated that they had severe neuropathy in both legs and so they needed the left covered as well. It was noted that patient services worked with the patient to navigate the groups to see if there was more than one program for each group and found groups a, b, c, d and e with just one program each. Patient services inquired where the patient had felt stimulation and if any of the programs had helped right and left leg. The patient stated that they had coverage only on the right side no matter which program they tried. It was noted that the patient stated that they had an appointment in three weeks from (B)(6) 2014. The patient stated that they would call the manufacturer representative and ask them to help with reprogramming. The patient was redirected to the healthcare professional (hcp). It was later reported that the patient spoke with the manufacturer representative (B)(6) 2014 and the manufacturer representative was not able to travel to the patient's location. It was noted that the patient lived 2.5 hours away from the doctor's office. The patient was unable to confirm that their conversation with the manufacturer representative ended with a plan for addressing the patient's reprogramming issues. The patient mentioned the three surgical procedures from the prior call. The patient expressed frustration and displeasure with their experiences. It was reviewed with the patient that the protocol was for the hcp to reach the manufacturer representative to facilitate programming and that the patient should give the manufacturer representative time to get the situation sorted. In addition it was reviewed that the patient had just spoken with the manufacturer representative the one day prior to their call on (B)(6) 2014. The manufacturer representative was contacted and would see the patient on (B)(6) 2014 at 2pm. The manufacturer representative noted that the patient was "high needs" and just needed more stimulation in the left leg for supine position. The patient was redirected to the healthcare professional (hcp). It was later reported that the manufacturer representative saw the patient (B)(6) 2014. It was noted that after reprogramming the patient had stimulation in the left leg and the problem was solved.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had three operations. One was a test (trial) implant and then ¿he did not put it in right.¿ the patient noted that they ¿just got out¿ of the second operation a week ago ¿this past (B)(6).¿ the patient stated the ¿first time¿ the ¿lead was off¿ and ¿they had it too low.¿ the patient noted that stimulation was ¿over the top¿ of the pelvic bone and when they turned stimulation on it ¿shot pain into the knee.¿ the patient noted that they connected the lead and moved it up. The patient was redirected to the healthcare professional (hcp). Additional information received reported that the patient mentioned the three surgical procedures from the prior call. The patient mentioned multiple things from the previously documented calls. It was noted that the patient mentioned that the healthcare professional (hcp) placed the ins on ¿pelvic bone¿ and that the device ¿shot electricity into the bone.¿ the patient also mentioned that the lead was ¿loose¿ and ¿not hooked up.¿ the patient was not satisfied. The patient also noted that their ¿first¿ manufacturer representative ¿could not get it adjusted¿ and was only able to turn it down but not up.